Manufacturer narrative:
Evaluation: results: device not inspected prior to use.

Event description:
An attempt was made to deploy a 3.0mm diameter x 12mm length endeavor rx drug-eluting coronary stent into a patient. The lesion, located in the rca #1, was described as non tortuous, non calcified and exhibiting 99% stenosis and was pre-dilated. It was reported that ivus confirmed that the relevant endeavor rx drug-eluting stent had not been deployed. The physician investigated and the relevant stent was found in the protective sheath. The patient is reported to be fine and no other sequelae were reported. Medtronic has received the stent and its analysis has been completed. The hypotube was kinked. The balloon had been inflated; however, it was still possible to see the outline of the proximal pillow and crimp/bake impressions on the balloon. The stent was returned inside the stylette. The stylette was slightly curved in shape. During the evaluation it was possible to carefully remove the stent from the sheath. No damage/stretching was noted to the stent and both the distal and the proximal ends of the stent were cylindrical in shape. Information received from the field indicated that the absence of the stent on the balloon was noted during the procedure upon balloon inflation. It was also indicated that the device was not inspected prior to use as is recommended in the endeavor rx instructions for use. Manufacturing controls are in place to ensure each stent is crimped onto the balloon at an specified force. The presence of crimp bake impressions on the returned balloon indicates that the stent was crimped onto the balloon during the manufacturing process. The possibility exists that the stent slippage may have occurred due to the handling technique used when removing the sheath and the stylette.